Event description:
(B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing got detached at the quick release. The patient observed insulin coming out of the tubing, unknown hours after set change. This issue occurred with two-three sets. No further information available.